Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the liberty cycler set during the previous night's treatment. The cycler had alarmed for a heater bag issue and when the cassetet was removed a tear in the membrane was found. Additional information received from the patient's pd nurse confirmed that the patient had not experienced any adverse event. The set was not made available for investigation.